Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The event description indicates that ablations were performed at an rf power of 40w. Arten600077656 ver. A tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns ¿application of rf energy at a power higher than 30 w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Towards the end of a pulmonary vein isolation ablation procedure, a steam pop was heard. The patient then became hypotensive and a pericardial effusion was seen on intracardiac echocardiography. Further information about the event as been required but not yet received.